Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination confirmed the reported condition of leak. The root cause of the leak was due to a broken luer post and the broken luer was determined to be due to a manufacturing defect. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample additional narrative: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Event description:
Baxter (B)(4) received a report that an intermate had leaked during filling. The device was being filled with saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.